Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing, causing up to 4 second pauses, and noise on ECG in unipolar and bipolar modes. The patient was hospitalized with renal failure and dialysis at the time of this event. The device remians implanted.